Event description:
The facility representative reported a mini-infuser with a condition of "pump does not turn on." This condition occurred during power-up in the "nursery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a cannot turn on involving a mini-infuser was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged on/off switch. The on/off switch assembly was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.